Manufacturer narrative:
(B)(4). Patient information not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined. Device was thrown out.

Event description:
According to the reporter, the surgeon performed a sleeve gastrectomy on (B)(6). Post operatively patient was having chest pain and was brought in for a chest ex ray. The patient had what looked like a perforation in the middle to high up in the chest. A CT with contract was performed and the perforation was confirmed. Surgeon drained chest and a stent was placed. That stopped working at some point and the stent was pulled and the perforation was clipped. Patient is out of the hospital and healed up. The patient experienced chest pain 2-3 days post surgery. The patient's hospital stay was extended by 2 weeks. The surgeon is unknown what caused the damage. The device was thrown out.

Manufacturer narrative:
(B)(4). The product sample or additional supporting materials from the account was not available for this incident. A medical assessment was performed, however a definitive root cause could not be determined with regard to the reported condition. Pmv will continue to monitor this condition for future potential action.